Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that when they attempted to access their therapy app in the middle of the night due to overstimulation, it took them 45 minutes to connect the communicator to their ins and access the therapy settings. They mentioned encountering messages such as "not working" or "not communicating." They added that it took 45 minutes to go through all the necessary steps before they could access the app, during which they be came overly stimulated, leading to significant discomfort. They clarified that it was not electric shocks but rather a buzzing sensation in their legs. They expressed frustration about having to deal with this situation at 3 o'clock in the morning. Pt mentioned that they spoke with their representative, who stated that they have repeatedly informed the company about this issue but have not seen any results. When pt was asked for the event date, pt stated that the issue started months ago or some time in (B)(6). Agent walked pt through the process of properly resetting the communicator and handset; pt attempted to connect to the mystim app and they confirmed that a "mystim is not responding" message displayed. Agent had pt closed all app and tried to re-connect; pt stated that they were stuck in the "connecting" screen and the circle stopped moving. Pt confirmed that the ins was 50% charged. Agent had pt close all app. Agent had pt unpair and re-pair the communicator; pt was able to successfully connect and access their therapy screen by entering the serial number manually. Pt mentioned that they were in group b. The troubleshooting steps that were taken on the call resolved the issue. Pt inquired about the difference between group abc and group def with a "big back loop". Agent reviewed patient service's role. Agent redirected pt to their hcp and rep for further assistance.

Manufacturer narrative:
Continuation of d10: product ID a72400 lot# serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating they were aware of this issue on 01/05/2026. Rep reports this is a continuous problem with the inceptive system with most patient systems and is difficult for patients of advanced age with little to no technological knowledge. Patient had a reprogramming with cl activation and was reeducated on connection trouble shooting. Issue resolved and confirmed by physician.